Event description:
Wright medical technology's repiphysis expanding prosthesis placed under compassionate use in a now teenager with a prior medical history significant for osteosarcoma of left femur with total femur resection. Patient had scheduled, interval expansions after the time of initial insertion. Near-equal bilateral bone growth achieved and leg amputation prevented by the ability to use this device on a compassionate use basis. Six years after insertion, patient presented with a 1-2 month history of new onset left knee pain. X-rays demonstrated multiple fragments out of the device. Wright medical contacted at that time by the patient's surgeon and x-rays shared and reviewed. Verbal report from manufacturer was that this was indicative of a known problem indicating prosthesis wear and beginning of breakage. Decision was made to remove the repiphysis at this time since treatment plan goals had been met: 1) leg salvaged; 2) near equal bilateral bone growth and 3) patient had reached full bone growth. Repiphysis replaced by an adult, non-expanding prosthesis.====================== manufacturer response for repiphysis total femur======================verbal report from the manufacturer was that this was indicative of a known problem indicating prosthesis wear and beginning breakage.